Manufacturer narrative:
(B)(4). Updated section: b4, g4, g7, h2, h6, h10 the lot #3000270863 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) failed. It was deployed and unfolded into the patients aorta. At that time, it was observed that one of the "tether" lines was detached from the tension spring. The tether line was found to be broken from one side of the tension spring, once the heartstring was implanted into aorta. It did not fall into patient because it was still visibly attached to the other side of the tension spring and through the heartstring seal. It was retrieved, when the tension spring was removed from patient's aorta, still attached on one side of the tension spring. The doctor felt this compromised the functionality of the device. No attempts were made to improve existing hemostasis. They removed the heartstring seal, opened another hsk-3043 kit and used the new heartstring seal, in the original aortotomy. No procedural delay, other than time to open new heartstring seal. No known injury/patient effects.